Manufacturer narrative:
Per the field service representative (fsr): he found the problem and was customer induced. The alarm level was damaged due to the lack of slack in its cable routing which was also bundled with other cords and tightly tie wrapped. The connection of the wire inside the end connector of the alarm sensor that plugs into the safety monitor, was compromised due to being pulled on. This was causing constant false alarm that occur every twenty to forty seconds after resetting the alarm. Inserting the alarm sensor into the alert input confirmed that the alarm sensor's connection was compromised as the alert warning would occur exactly the same way. Upon further examination of the connection and a small pull of the cord, the wire pulled out of the connector easily, because the connection had already been compromised. The fsr replaced the suspect level sensor, tested the unit the manufacturer specifications, and returned the unit to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the customer was getting a false level alarms causing the roller pump to stop. No other details regarding the nature of this event were provided. Per the user facility's biomedical engineer (biomed), this problem was discovered on their backup pump because someone had left a note on it stating, "false level alarms causing pump to stop". The only reason this was discovered was due to the area where the pump was being stored was to be renovated, and the pump was being moved. There was no more detail as to the case or pt involvement regarding this issue. Per biomed, this would have happened sometime between the last preventative maintenance (pm) in july and today, (within the last month).